Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm icm120v4 12.0 implantable collamer lens, -12.5 diopter in to the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to lens opacity. The patient received phaco-emulsification (cataract surgery), and an iol was implanted.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue/ debris on product. Visual inspection found the lens with no visible damage and dimensional inspection found the lens to be within specifications. No similar complaints were reported for units within the same lot. (B)(4).